Event description:
Clinical study patient ID: eu3520-155, crd_1003. R706018901, r706018401. It was reported that a 29mm navitor valve was implanted on (B)(6) 2022. Device was implanted in the annulus, however the patient required post-implant balloon valvuloplasty due to under expansion. In addition, left bundle branch block was observed, however no treatment was provided. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 29mm navitor valve was implanted on (B)(6) 2022. Device was implanted in the annulus, however the patient required post-implant balloon valvuloplasty due to under expansion. In addition, left bundle branch block was observed, however no treatment was provided. The patient was reported to be in stable condition. Subsequent to the previously filed report, additional information was received. The implant depth was 9.5mm and no calcification extending beneath aortic annular plane in the interventricular septum. The device is working as intended.

Manufacturer narrative:
An event of paravalular leak and left bundle branch lock was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Possible contributing factors to arrhythmia after a navitor valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient did not have any baseline conduction abnormalities, and that the valve was implanted at a 9mm depth, which could have contributed to the reported left bundle branch. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: 1457 code and 2616 code added.